Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The result was reported out of the lab. The original specimen was re-centrifuged and then re-tested and repeated result was within the normal. A fresh sample collected from this patient also gave a result within the normal reference range. The patient's scheduled operation was delayed and he was admitted for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were lithium heparin plasma with a gel barrier and were centrifuged at 3,000 rpm for 3 minutes. The samples were aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges on the day of event. A system check performed on (B)(4) 2010 met specifications. Customer is not questioning the instrument's performance and declined service. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.